Event description:
During validation of a newly installed au2700 plus on the (B)(6) 2011, the customer noted that both qc and patient samples were 5-10% higher than expected. This instrument was not being used for treatment or diagnosis. A field service engineer (fse) troubleshot the instrument and noted that the side cover of the degasser was removed and non operational, which the fse repaired. Qc and patient samples were run and the results were monitored with out further erroneous results.